Manufacturer narrative:
Title operative challenges with minimally invasive mckeown esophagostomy with two-field lymphadenectomy in a case of situs inversus totalis with carcinoma esophagus: a case report with review of the literature source: indian journal of surgical oncology (december 2020) 11(4):662¿667 https://doi.org/10.1007/s13193-020-01132-4. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, during minimally invasive esophagoproximal gastrectomy, the manual stapler misfired and the stapler line was found dehisced. The patient required a laparotomy incision and the staple line was reinforced with sutures to resolve the issue.